Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that myopotential sensed inhibition was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. No patient symptoms were reported.